Event description:
The patient reported that three years ago, their healthcare provider ¿almost killed them by putting a dirty pump in their belly¿. They noted, the pump was a ¿show and tell pump¿ and that they had to stay in the hospital for the next eight months. The medication used within the system at that time was unknown.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).